Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(6).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor memorygel, 535cc silicone breast implants which the patient reported the following: her left breast it is sitting higher and more narrow. Her right side is settled but it goes to the side. Her doctor said it will sit more on the right side. She has more volume on the side of her breast then on top of her breast. The doctor said it's because her left breast is narrow and to just give it time. The doctor told her it's normal. She is going to get a second opinion. She feels like she has a small indentation on her left side bottom. On her right breast she feels like she doesn't have the fold like her left breast does. The issue could not be diagnosed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.